Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 11:53am. The patient reported blood glucose readings of "181 and 240 mg/dl" with the subject meter, performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient claimed he is on an insulin pump (type/dose unspecified) and humalog insulin. Due to the alleged issue, the patient stated he tested on his other meter (onetouch ultra) with a result of "166 mg/dl" and then administered an increased dose of humalog insulin to 5 units. Within 2 hours later, the patient started to feel symptoms of shakiness, and as a result, the patient stated his non-health care provider (hcp) administered food/drink to him. At the time of troubleshooting, the cca noted the test strips were in good condition, an approved sample site was used, the patient's process for testing was correct, and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found except for an improperly installed battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.